Event description:
I tested positive with the rapid covid-19 sofia test on (B)(6) at (B)(6) urgent care. I had no symptoms. My job required me to come for molecular tests the same day as I had encountered unmasked veteran patients and employees within 48 hours. With my rapid test at the (B)(6) (my job) it returned negative that night (after about 4 hours). The pcr sendouts from both places returned negative. Results were reported to me this morning. I had to cancel a flight, quarantine and cause unnecessary alarm for many people. Please monitor false positives from this test; 15 min urgent care clinic test. FDA safety report ID# (B)(4).